Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found that tubing through pinch valve pv37 and the tubing through pinch valve pv42 were leaking. The fse replaced the tubing through each of the pinch valves, which repaired the leaks. The repairs were verified per established procedures.(B)(4) .

Event description:
The customer reported a cleaner leak from the coulter lh 500 hematology analyzer. The volume of the leak was less than 2ml and was not contained within the instrument. The customer did not report any error messages from the instrument at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of gloves, gown and goggles at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.